Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was monitored with no basal profile and programmed for two days. No delivery anomaly was noted. The insulin pump was programmed with several boluses and monitored. The insulin pump calculated the additional bolus deliveries and they were verified in the daily total screen. The insulin pump was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No daily total anomaly, basal anomaly or bolus anomalies were noted. The insulin pump passed the displacement, rewind, basic occlusion, self test and unexpected restart error test. All operating currents are within specification. Off now power alarm functioned properly. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The occlusion and excessive no delivery alarm tests could not be performed due to the prime anomaly. The insulin pump had minor scratches on the display window and a cracked reservoir tube.

Event description:
It was reported that the customer required paramedic intervention the day prior due to low blood glucose levels; he was treated with intravenous drip. The blood glucose reading at the time was 32 mg/dl. It was also reported that the insulin pump dispensed insulin after he had zeroed out his basal rates. The blood glucose was 43 mg/dl on the morning of the call, which the customer treated with a cola. The customer stated that he experienced low blood glucose levels for the last 3 days. He observed that in the reservoir window, he saw that the piston was going through the reservoir lines very quickly. The continuous glucose monitoring system alarmed, notifying him of the low blood glucose levels. Upon troubleshooting, it was found that the reservoir showed the same amount of insulin as on the status screen. The customer he was on pain and blood pressure medication. Device passed the displacement and self test. Customer requested replacement of the device. Nothing further reported.